Manufacturer narrative:
Concomitant products: evproplus-34us valve implanted on (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing approximately one day post implant. The ra lead remains in use. It was reported that the implantable pulse generator (ipg) was pacing at a rate lower than the programmed lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.